Event description:
A medtronic representative reported that, while in a spine fusion procedure from t10 down to the iliac, the surgeon alleged an 3-5 millimeter inaccuracy. Two scans were taken at the beginning of the procedure, one covering t10-l2 and one scan covering l4-iliac. The surgeon started from the iliac up and deemed being accurate until getting to t10. When the surgeon was using the left thoracic probe and touching the middle of the pedicle the navigation system displayed the probe in the canal. In trouble-shooting, the surgeon re-verified the left thoracic probe with a blue tera tracker, and accuracy was improved but remained at 2-3 millimeters off. A passive planar ball tip was tested, resulting in the same inaccuracy. It was confirmed the reference frame was firmly attached. A shift in anatomy was suspected. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. It is suspected that the anatomy moved during the procedure since so many levels were involved without taking another image. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Manufacturer narrative:
The surgeon was advised to take spins as the case progresses to ensure optimal accuracy. She has since then followed this recommendation and no further inaccuracy issues have been reported.